Event description:
The pt's father reported that the pt's infusion device had been intermittently turning itself off and on leading to elevated blood glucose and hospitalization. The pt felt ill for 2 days, and her blood glucose was elevated to 11-12 mmol/l (198-216 mg/dl). On the third day, the pt began vomiting early in the morning for a "couple" of hours. She felt ill the rest of the day and she was given boluses throughout the day to reduce her blood glucose. At 9:00 pm, her blood glucose measured 20 mmol/l (360 mg/dl) and she was taken to the hospital and admitted. She was treated with saline and insulin, but her blood glucose continued to elevate and at 4:00 am in the next day, her blood glucose measured 28 mmol/l (504 m/dl). She was transferred to the intensive care unit at 5:00 am and an arterial cannula was inserted to monitor her blood glucose. Her blood glucose began to improve and in the next day, she was moved from the intensive care unit and disconnected from all IV's and she reconnected to the infusion device. The pt was advised to change the battery cover of the infusion device due to the power issue. She was released from the hospital in the following day with a blood glucose level of below 9 mmol/l (162 mg/dl). Two days later, the pt noticed that while priming the infusion tubing, the infusion device turned off and then on again several times. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it wil be provided in the supplemental report.